Manufacturer narrative:
According to the customer contact, a foley catheter had to be changed due to the "the end of the catheter, where it attaches to the bag tubing, gets stretched out and falls off. A sample was not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tubing stretched out requiring change of catheter.